Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump time had been intermittently was losing time. Blood glucose ranged from 54-200 mg/dl. Reportedly, the customer continued to use the pump for insulin delivery.